Event description:
It was reported that the physician was attempting to use a euphora rx balloon to treat a moderately calcified and severely tortuous mid to distal om lesion exhibiting 95% stenosis. Lesion was reported as complex and diffuse. The balloon was used for pre-dilation. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The balloon was moved or re-positioned prior to the issue being noted. It was reported that during first inflation a balloon burst / leak occurred. The device was inflated to 0atm. The balloon couldn't be inflated after it was positioned. The device did not pass through a previously implanted stent. Resistance was encountered during delivery but no excessive force was used. No patient injury reported. The procedure was completed using a mdt and non-mdt balloon.

Manufacturer narrative:
Evaluation summary: the distal tip was damaged. The balloon folds were intact. The distal shaft was pinched/partially flattened 4.6 and 9.0cm distal to the guidewire entry port. The balloon did not inflate on pressurization of the device possibly due to residue in the inflation lumen. The device placed in a waterbath to disperse the residue. On removal of the device from the waterbath negative prep detected a leak. On pressurization of the device a balloon leak was observed. A short radial tear was visible over the inner shaft marker. The balloon material was jagged and uneven at the leak site. The balloon material was slightly bunched on the distal side of the tear. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.